Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced a deflation post procedure. As a result, the patient had bilateral implant replacement with unknown prostheses on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced a deflation post procedure. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the superior edge of the posterior aspect. A rent measuring 1.0 cm was discovered within the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage or of the material observed within the device. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Additional information was received on 3/20/2018. The event date has been updated. The replacement devices were 535cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).